Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received an insulin flow blocked alarm. The user also reported a crack on pump casing near the battery compartment. No further details as the customer declined transfer to the 24 hr helpline and declined troubleshooting. The customer's blood glucose is unknown. The pump will not be returned for analysis. No product is expected to return for analysis